Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
Device received not deployed with the pink slide insert not viewable in the viewing window. Data downloaded from the device indicates several timeouts during the priming sequence. The device deployed while being opened. The device was reset and paired with a pdm. The device completed the priming sequence before eventually returning an 0x40 drive stall alarm. The drive mechanism was inspected and the hook post spring was found to be installed incorrectly. This lead to the increased pulse widths and drive stall that prevented the pod from deploying during the run.